Event description:
A customer reported a complaint of high readings on their freestyle freedom meter as compared to another meter. The customer returned the product for investigation, and the returned meter displayed an error 3 message. Additionally, the memory overwrite issue was confirmed. The meter serial number is one where the customer cannot change the units of measurement inadvertently. There was no report of death, serious injury or mistreatment. The customer's original complaint of high readings could not be confirmed.

Manufacturer narrative:
Tested returned unit. Found reset calibration memory values causing the unit of measure to be selectable, and the battery icon and booklet icon appeared on the display. Error 3 messages were observed. Serial number was also corrupt. Unit of measure was selectable and was received at mg/dl. Error 806 was observed in the meter internal log, indicating battery droop. Battery droop is indicative of memory overwrite. Meter is inoperable. Customers and retailers have been informed through the fa16may2006 letter.